Event description:
The customer reported that upon loss of ac power during a blackout, the ventilator switched over to backup battery and operated to specification until the backup battery depleted, at which time the ventilator alarmed and shut down. The customer reported the ventilator was in use on a patient and there was no patient harm. The customer reported that after the event, when the ventilator was powered on, it would display a message 'backup battery not connected', indicating the backup battery in place for backup power had a low capacity for use. The manufacturer's field service technician confirmed during testing that when ac power was removed, the ventilator would shut down and would not transition over to the backup battery for backup power. The service technician replaced the depleted battery to complete the service. Extended self testing (est) and applicable final tests were performed and all tests passed to operating specifications. This event is being reported as a user error, as there was no malfunction of the device. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. The backup battery will charge when the ventilator is plugged into a viable ac supply.